Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the user stated that after surgical port placement, the surgeon observed that the right surgeon console (ssc) high resolution stereo viewer (hrsv) eye was "lost." The customer received phone assistance from the technical support engineer (tse). Upon verification, the user stated that the system initially powered on without issue and system functionality was checked. Prior to the call, troubleshooting was attempted through a hard system power cycle; however, the issue persisted. Further troubleshooting was suggested by verifying proper vision side cart (vsc) touchscreen display. User confirmed no output on the ssc hrsv right eye. No other issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the procedure was completed using a laparoscopic endoscope.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was reproduced during field evaluation. Fse investigation noted that the ssc right hrsv monitor was faulty. Replacement of this part resolved the issue. Following replacement, the system was further tested, operated without issue and verified as ready for use. Isi has received the replaced part for failure analysis; however, failure analysis is ongoing and not completed. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. A procedure log review was performed. Per the review, the following was confirmed: a left hemicolectomy procedure was performed on system sh2346 on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, an issue with the right surgeon console (ssc) high resolution stereo viewer (hrsv) eye was experienced and not resolved. Fse confirmed a faulty ssc hrsv monitor. System unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. . While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure conversion or abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. During failure analysis, the hrsv was tested and video loss was observed, confirming the reported event. An internal fault indicating that the hrsv internal backlight alarm was set after 5 continuous minutes of not being able to maintain the desired brightness level on the right monitor. This issue confirms a component failure.

Event description:
Refer to h10/h11 for follow-up information.